Event description:
Customer reported the images go black without warning. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated pcb boards. System operates as intended. (B) (4).